Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 28. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.